Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that all of the pump settings were deleted every time the battery was changed. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 09/17/2015-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a review of the black box and alarm history did not show any activity outside normal use. There was no evidence of the pump settings resetting with battery changes. The pump powered on normally and successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours on a 1unit per hour basal program, and the history correctly reflects 24units at the end of testing. The pump was powered off for 12 hours and then powered back on and all settings were maintained. The complaint could not be confirmed or duplicated on investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.